Event description:
Kimberly-clark received a report from (B)(6) stating, ¿customer complained that the swab fell off while the suction swab was in use on a patient. They had to remove the swab out of the patient¿s mouth by using a bronchoscope. The patient was not injured.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample package of swabs was returned. The samples were checked by attempting to pull the foam off of the tube at the proximal end. All of the sample swabs appear to be firmly attached. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.